Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the heartstart mrx failed to acquire leads ECG and the screen advised leads were not attached. There was no harm to the involved patient.